Event description:
It was reported that the kinair medsurg bed allegedly deflated and the patient was found with her pillow covering her face. The patient was not injured in the alleged event.

Manufacturer narrative:
The unit was tested per quality control procedures prior to placement in the facility, storage and subsequent placement with the patient in 2009; and the unit met specifications. The unit was returned to the kci service center for evaluation. Evaluation of the device confirmed the alleged malfunction (deflation). The product is being returned to kci quality engineering for further evaluation.